Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope smart cable, they had flickering image issues with su blades. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was confirmed. The cable was connected to a test monitor and a test baton and the monitor was powered on; the image was flickering. No repair was available. The smart cable has been sent to engineering for root cause analysis and another supplemental report will be submitted once that evaluation has been completed.

Manufacturer narrative:
Device investigation was conducted ((B)(4)). The most likely root cause of the failure was determined to be abnormal use like sharp bending and/or excess force at the end of the cable boot. This is the first smart cable returned from a customer. Further investigation will be required if there are more incidents that would support a trend. The malfunction has been recorded and is tracked and trended for further evaluation and potential action.